Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation due to the wires of the lifevest. The patient's doctor recommended that the patient should keep the wires from touching the skin causing the irritation. The outcome of the irritation is not known. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.